Event description:
The facility's biomed engineer reported an infusion pump with an 810:02 failure code. Follow-up with the biomedical engineer revealed that the failure code occurred during pt use. There was no report of any pt injury or medical intervention caused by the failure of this device. No additional contact info was provided.